Manufacturer narrative:
(B)(6). 510k: this report is for four (4) unknown locking screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a tibial nail and four (4) unknown locking screws on (B)(6) 2018, due to infection. All hardware was removed intact. The procedure successfully completed. Patient outcome was reported as successful, the fracture had healed. The hardware was originally implanted on (B)(6) 2017. After the initial surgery, the patient complained about the interlocking screw and then on a post-operative exam, infection was identified around the nail at the second distal locking screw. This report is for four (4) unknown locking screws. This is report 2 of 2 for (B)(4).